Manufacturer narrative:
A follow-up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a 1000ml bag of dextrose 5 water (d5w) was programmed via basic infusion to infuse at 100ml/hr on a patient with lethargy and hypoglycemia. When the clinician came back to the room approximately an hour later, 700ml. From the bag had infused. According to the clinician, the rate on the screen showed 100ml/hr. However, the drip chamber running at a free-flow rate. A second clinician also observed the issue. There was patient involvement but no harm.

Event description:
It was reported a 1000ml bag of dextrose 5 water (d5w) was programmed via basic infusion to infuse at 100ml/hr on a patient with lethargy and hypoglycemia. When the clinician came back to the room approximately an hour later, 700ml. From the bag had infused. According to the clinician, the rate on the screen showed 100ml/hr. However the drip chamber running at a free-flow rate. A second clinician also observed the issue. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.